Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer cubie lid was broken. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 cubie lid was broken. A field service engineer (fse) found that the cubie was broken open. Took system down to hardware test application and removed the cubie from the system, allowing the rest of the drawer to be recovered. Users instructed by pharmacy to load the medications from broken cubie in return bin for safety. The system functioned as intended after the field service engineer repaired the device.